Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine drug via an implantable pump for non-malignant pain. It was reported that a couple months ago, the patient¿s external equipment stopped working when trying to get a hit of morphine. It took the patient 45 minutes to get a bolus. When attempting to connect to ¿myptm¿ application, it would lag at 90% for 20 minutes before it reached 100 percent; once it got to 100 percent, it would say to close the application. The handset would say it did a bolus even though the patient did not request a bolus. During the call, the patient closed all applications, and the agent walked the patient through clearing data. The patient was able to connect to ¿myptm¿ application like normal. The troubleshooting steps that were taken on the call resolved the issue.